Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm verified the customer's reported failure and observed that the drive manifold assembly was failing. To correct the issue, the stm replaced the drive manifold assembly then tested the iabp unit without any further failures. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a "system failure" upon start up. There was no patient involved; thus, no adverse event reported.